Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white, floating particles inside of the reservoir of a small volume intermate. This was observed after filling with tacozin and before patient use. There was no patient involvement. No additional information is available.